Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation and was experiencing pain at the ipg site. It was also noted that the patient had to charge the ipg frequently. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. No device malfunction was suspected.